Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump turned off without additional warning for low battery and also stated that customer experienced high blood glucose level of 400mg/dl. Customer treated with insulin pump. Customer's mother declined to troubleshoot for high readings. Customer' mother was advised to check alarm history in the insulin pump and customer's mother stated that she believed customer slept through alarms. The product will not be returned for analysis.